Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) year old male consented in preserve on (B)(6) 2017 and had option¿ elite retrievable vena cava filter placed same day for contraindication to anticoagulation due to intracranial hemorrhage. At 12 month follow up visit on (B)(6) 2018, CT scan showed thrombus superior to the filter. The exact date of onset was unknown. Subject will follow-up as normal with his physicians. Subject was hospitalized from (B)(6) 2018 to (B)(6) 2018. He was discharged on lovenox and asked to follow-up with his regular physician. He was also advised to take his blood thinning medication regularly and increase activity as tolerated. The event was considered definitely related to the ivc filter or procedure.